Event description:
Procedure was an open veritcal banded gastroplasty. Cs29 used to create a hole in the gastric pouch for ta90b placement. Cs29 attached, opened, anvil removed, trocar inserted and pushed through posterior wall or gastric pouch. Plastic trocar removed. Cartridge attached to anvil. Closed to x firing range. Fired. Made unusual strain sound. Lcd displayed "incomplete firing sequence". Cartridge & anvil opened & removed. Donuts cut perfect in dlu. Staples malformed & "window" of pouch were open & bleeding. Doc oversewed with 2-0 polysorb abd fired two pceea 33's x o complete window - patient & doc were fine.